Event description:
It was reported that during a sub-sternal thyroidectomy procedure, the coordinator reported that during the case while firing the device, they received two 'reduce pressure on blade' codes on the generator. After the second code, the tech in the field noticed that the blade appeared to be broken. They stopped using the device and located the tip in the bottom of the suction storage container. They finished the case without additional energy. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. The device was not received for analysis; therefore, an investigation could not be performed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.